Event description:
The sjm rep reported the pt was experiencing heating at her ipg pocket site during charging. The sjm rep instructed the pt with methods and charging recommendations to resolve the issue. Follow-up was unable to determine if the issue was resolved.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.